Event description:
Customer reported that the teeth do not align or secure when an attempt is made to secure the enclosure shut. The customer did not provide a date when this occurred but reported that there was no patient incident or injury.

Manufacturer narrative:
Evaluation of the returned unit confirmed the reported issue. The access panel of side b has an open zipper slider body which can cause the zipper teeth to not stay aligned when an attempt is made to close the window. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).